Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 2 mm x 20 mm x 143 cm coyote es balloon catheter was advanced for dilatation. However, during the second inflation at 10 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.